Event description:
Voluntary firm initiated device recall. "A limited number of the co's tachos dr, implantable cardioverter defibrillators (icds) have recently exhibited an unexpectedly high incidence of early explantation."